Event description:
During the course of a balloon sinuplasty procedure, a foreign object was noted inside the nasal passage close to the nostril. There was no preoperative diagnosis of foreign body in the nose. The scrub person feels something broke off during procedure.